Event description:
The user facility reported that after the doctor inserted the angio-seal sheath involved, the doctor was never able to get a pulsatile flow out of the locator after inserting and retracting multiple times. Therefore, another angio-seal package was opened and had the same results. So, sheath was pulled, and manual pressure was held. There was no harm to the patient. The procedure was a ufe with 6 french right groin access. The patient was in stable condition. The procedure outcome was unsatisfactory. The event occurred post-treatment. The patient was not injured during the event and medical or surgical intervention was not required. Additional information was received on 16 dec 2022: a pre-deployment angiogram was performed and confirmed to be a perfect stick. There was no difficulty with arterial access, sheath, guidewire, or catheter insertion. Access was under ultrasound guidance. The procedure was completed and was successful. The angio-seal wire was passed through a 6 french, 10cm pinnacle sheath and exchanged for the angio-seal sheath. The patients' blood pressure at time of attempted angio-seal was 100/61.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. This report is for the second device reported, for the first device reported that was used on the same patient see MDR 3013394970-2022-00455.

Manufacturer narrative:
One (1) 6fr angio-seal device was returned for product evaluation. The returned device included the locator and hemostasis sheath. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and locator were returned mated together. No damage or deformation was identified. The blood inlet holes were examined, and an obstruction of biological debris was identified. Functional testing was performed by clearing the obstruction and injecting water into the distal tip to check for obstructed or insufficient fluid flow through the device. Fluid was able to pass through the device, and no issue was able to be found with device function. The blood inlet holes of the hemostasis sheath were measured and were found to have been 0.040", which was within the specification of 0.038"" (-0.002 / +0.004). Blood inlet and outlet holes were measured on the locator and were found to have been 0.055" and 0.019" respectively. Both dimensions were within the specification of 0.056" (+/- 0.002) and 0.019" (+/- 0.003). The complaint was able to be confirmed for a fluid return issue. The likely cause was determined to have been obstruction of the inlet hole from tissue/biological debris preventing proper fluid return. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/ hazard based risk table (hbrt).